Event description:
An ophthalmologist reported that the fill mode of the irrigation handpiece did not fill during surgery. In the reporter´s opinion this gave a chance for air in the eye. The I/a itself was okay during the event. There was no patient harm but the surgery did not go as it should in reporter´s opinion. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).